Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as surgical damage and observed missing shell assessed as inconclusive. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported right side rupture. Patient undergone total capsulectomy. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a5, b3, b5, b6, d1, d2a, d2b, d4, d6b, h4, h6.

Event description:
Patient reported right side rupture. Patient undergone total capsulectomy. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture. Device has been explanted.